Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a defective adc meter with the casing of the device cracked. Customer reported that on (B)(6) 2018, he started to sweat and felt dizzy and self treated with peanut butter crackers. Customer further reported that he started to feel "shaky" and visited the hospital on (B)(6) 2018 where he was treated with dextrose and IV fluid. Customer was diagnosed with hypoglycemia after his blood glucose test that read 39 mg/dl and was given crackers. He was later discharged from the hospital after he was treated with other unspecified medication on (B)(6) 2018 with the blood glucose reading of 95 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the returned meter and a cracked casing was not observed. No damage was observed. The meter powered on with button depression and with strip insertion. The complaint is not confirmed.

Event description:
Customer reported he received a defective adc meter with the casing of the device cracked. Customer reported that on (B)(6) 2018, he started to sweat and felt dizzy and self treated with peanut butter crackers. Customer further reported that he started to feel "shaky" and visited the hospital on (B)(6) 2018 where he was treated with dextrose and IV fluid. Customer was diagnosed with hypoglycemia after his blood glucose test that read 39 mg/dl and was given crackers. He was later discharged from the hospital after he was treated with other unspecified medication on (B)(6) 2018 with the blood glucose reading of 95 mg/dl. There was no report of death or permanent injury associated with this event.